Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and there was no damages. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that when the nurse went to remove the gripper, the needle did not make the usual click, and the safety needle was found detached from the system, causing her to prick herself. When removing the needle, it whipped out sideways, pricking the nurse and also tearing the skin of the child carrying the reservoir. The status of the product at the event was after connecting to the patient, while take out the needle to finish the treatment. There was no patient involvement or adverse event reported but was a delay in critical therapy.